Event description:
An unk size endeavor sprint was successfully implanted in pt with small severely calcified, severely tortuous lesion in the mid lad (90% stenosis). The lesion was pre-dilated. It was reported that the physician attempted another manufacturer's stent; however, it was unable to cross. The endeavor sprint coronary stent system was inserted, but it was unable to cross the lesion. The device was pulled back and the stent dislodged. The physician tried to snare and it was reported that it took 3 hours to capture the stent. Investigator reported that he tried a balloon to move the stent distally and tried to pull back into guide. Eventually removed as one unit. Three driver bare metal stents were implanted at the lesion site. The pt expired the next day due to bleeding complications. The physician described circumstances of bleeding; and the bedside ultrasound confirmed 5cm pseudo-aneurysm. Abdominal ultrasound was inconclusive and recommended CT, but pt arrested and the procedure could not be performed. Lab work indicated about 5 units of blood had been lost somewhere. The physician stated that the internal bleed did not result from a dissection or perforation of the femoral, iliac or aortic trunk vessels during the pci. The physician reported that bleed was from femoral arterial puncture site into left leg and retroperitoneal. No autopsy report is available.

Manufacturer narrative:
Results: other (pending device eval). Conclusions: other (pending device eval). Other (secondary intervention).